Event description:
See initial report.

Manufacturer narrative:
H10: the involved unit was manufactured in february 2023 and installed on 03 march 2023 at the customer site. No other issues arose since its installation, thus the event is isolated. Based on information available and considering that the base of the pump was found to be rusty, it cannot be ruled out that during the cleaning procedure the tank water reached the pump, affecting the mechanics.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in loma linda, california. A livanova field service representative was dispatched to the facility to investigate the device and could reproduce the reported issue: stirring mechanism would not turn on and it was noted that there was rust under the motor. In order to fix the issue, stirring mechanism was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed two (2) error messages on patient side associated to stirring mechanism during cleaning. There was no patient involvement.